Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure. The patient was able to charge the stimulator and was able to start using it again. The patient was getting some pain relief.

Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.